Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight is not recorded at the time of visit.

Event description:
It was reported that the hahn tapered implant failed. The patient has a bone type between I and ii. There is no medical or dental history prior to implant. The patient presented (B)(6) 2021 for primary procedure on tooth #25. During placement the provider notes the hahn implant would not attach to the driver and then became stuck on the implant mount. The provider had to reverse the placed implant and proceed to a larger size implant.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results; the DHR was reviewed for lot #6099789 and there was no evidence discovered to indicate that product defect or non-conformity observed from returned product. Stock product reviewed results; there was no stock product from lot# 6099789 available for review. Investigation methods/results; the implant was returned with implant driver still engaged along with the cover screw and implant carrier. The part was measured and verified to be a hahn tapered implant 3.0mm x 11.5 mm (70-1154-imp0001) using radiographic template (pk-209-062515). Guided mount was identified with visual marking on the cylindrical portion and determined to be a hahn tapered implant driver- ø3.0 (70-1071-srg0225). An attempt was made to disengage the implant driver from implant using prosthetic driver but to no prevail. Internal hex of the implant could not be evaluated for any defects. Collar of the implant had no visual defect and connection between guided mount and implant was flush. There was no defect or non-conformity observed on the implant and threads were intact. Root cause; a root cause for this complaint cannot be explicitly determined but most probably cause is improper seating of the implant driver into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure.